Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that an indigo system aspiration catheter 8 (cat8) was damaged when it was removed from the packaging. The damage to the cat8 was found prior to use; therefore, the cat8 was not used in the procedure. A photographic image was provided, which showed a punctured device.